Manufacturer narrative:
B5: the reporter indicated the cataract was a nuclear sclerotic (ns) and a cortical cataract. The cause of the event was unknown. Phacoemulsification (cataract surgery) was performed to remove the cataract and an iol was implanted. The patient is doing well after cataract surgery, 20/20, with no complications. H6: health effect impact code: 4625 - phacoemulsification (cataract surgery) & iol implantation. Claim # (B)(4).

Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
The reporter indicated the surgeon explanted an implantable collamer lens, on (B)(6) 2021, due to a cataract had developed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.